Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported that a amplatz - uro was used during ureteroscopy procedure. During procedure it was found that the wire was broken off and left inside the patient. The broken wire was successfully retrieved. The procedure requires additional intervention, and the patient requires additional hospital visit.